Event description:
Three weeks prior to death, the pt's pacemaker triggered eri and he was scheduled for generator replacement. Pre-mortem interrogation revealed he was 97.5% pacemaker dependent. The morning he was scheduled to have a generator replacement, he died suddenly. Postmortem investigation including autopsy showed known chronic coronary artery disease but no acute myocardial infarction or other definitive cause of death. Postmortem pacemaker interrogation showed a device voltage of 2.17v (down approx 0.4v from 3 weeks prior). This was consistent with rapid battery drain leading to loss of pacing and sudden death.